Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not measure ECG correctly during device testing. There was no patient involvement. This report has been updated from serious injury to product problem.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling. The device was evaluated at customer site by philips fse and the device did not show any abnormalities. Based on the information available, the cause of the reported issue is not able to be determined. The reported issue is not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device measures ECG incorrectly. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.